Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: sp1a.210812.016.g970usqu9ixe1. Smartphone hardware: sm-g970u. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
An omnipod 5 registry subject has answered "yes" to "since your last assessment on (B)(6) 2025, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out or have a seizure?" Additional information has been solicited but has not been provided. If additional information is received a supplemental report will be submitted.